Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Technical service followed up with the customer for additional information, however, no response was provided. This complaint will be updated if further information is provided.

Event description:
It was reported that an unspecified bd tube gave erroneous results. The following information was provided by the initial reporter: " it was reported that there was issue with flyers on troponin. "